Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal post-implant patient follow up, it was noted that this right ventricular (rv) lead presented with high pacing threshold measurements. The electrophysiologist decided to perform further testing on this lead in the catheter lab. It was discovered that the rv lead had dislodged. A revision was performed and the rv lead was repositioned. No additional adverse patient effects were reported.